Manufacturer narrative:
The field service engineer (fse) replaced the tubing at pinch valve pv42 resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The affiliate stated the customer reported approximately 20 milliliters of diluent leaked from pinch valve pv42 tubing and onto the counter involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed at the time of the fluid leak; results were not impacted. There was no patient consequence associated with this event. The instrument was not in operation and service was requested. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.